Event description:
It was reported that a patient¿s device has had high impedance at the last two appointments, starting on (B)(6) 2017. The patient was referred for surgery. The patient¿s mother states the vns worked incredibly well for first month and a half, and that it still works just not as well. Lead replacement surgery occurred. The explanted device was received by the manufacturer. Analysis is underway, but has not been completed to-date. Follow-up from the company representative who attended the surgery provided the diagnostics after the pin was removed and re-inserted also showed high impedance. Diagnostics with the test resistor pin in place were good. Additional relevant information has not been received to-date.

Event description:
Analysis was completed for the returned lead. A break was identified in the negative coil. Scanning electron microscopy images show evidence of a rotational force stress-induced fracture. One strand of the quadfilar coil shows that pitting or electro-etching conditions have occurred at the break location. Secondary stress-fissures were noted at the mating torn end. Other than the observations and typical wear and explant related observations, no other anomalies were identified in the returned lead.